Event description:
Article titled "vagus nerve stimulation for the treatment of refractory epilepsy in the cdkl5 deficiency disorder" was reviewed and multiple adverse events were identified for multiple patients with cdkl5 deficiency disorder (which results in a severe epileptic encephalopathy). The following adverse event was reported within the article: 1 patient was admitted to the ICU with ventilation support due to severe vocal cord paralysis. Other adverse events within the article are reported in MFR. # 1644487-2019-00211. No other relevant information has been received to date.